Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since biopsies were performed in a different location in the brain than anticipated and planned with the brainlab navigation involved, although according to the surgeon (treating clinician): the purpose of the surgery was to only receive diagnostic samples and not to remove the lesion and/or treat the disease. The final outcome of this biopsy surgery was successful as intended to receive the desired diagnostic samples, while not enough specimen for advanced testing could be received at this surgery. There was a bleeding from the biopsy site, for which only the patient's hospital stay was extended by 2 days, but as per the surgeon this was reversible with no permanent effects to the patient (patient has already recovered) and there were no medical or surgical actions/intervention needed for it to prevent or avoid a permanent damage. There was no further harm or negative effect to the patient due to the deviating biopsies, and there was no prolong of the surgery/anesthesia. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was prolonged by 2 days due to the above. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the burr hole and biopsy path/target in the brain performed with the aid of navigation deviating by ca. 5 mm medial and 5 mm superior, is: an insufficient distribution of points acquired by the user for the patient anatomy registration to navigation, not following brainlab requirements. The points were not distributed on the required distinctive surfaces, i.e. Entire profile of the nose, around the eyes, back of head, and in the region of interest. Most registration points were acquired only on the front of the head and on the rounded forehead, and some were taken in areas prone to skin shift, such as the tip of the nose - these areas should be avoided. This caused the navigation software to not find an as accurate match in the region of interest as desired for this specific procedure in between the preoperative image dataset and the actual patient anatomy. Apparently, the resulting deviation of the navigation display was not recognized by the user with the required thorough verification of the registration accuracy (i.e. During verification step), nor with the necessary continued verification of navigation accuracy after draping, and throughout the procedure before applying significant invasive surgical actions. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a biopsy of a lesion, located in the parietal lobe ca. 70mm deep in the brain, has been performed with the aid of the brainlab cranial navigation software version 3.1. One pass with multiple samples was intended. A pre-operative MRI scan was acquired ca. 1.5 months before the surgery to register the patient anatomy to navigation, and a trajectory was planned. During the procedure the surgeon: positioned the patient in a supine orientation with the head turned right in a non-brainlab head holder, and attached the reference array for navigation to the head holder. Performed the patient registration on the pre-op MRI by acquiring surface matching registration points with the softouch registration pointer on the patient head's skin, to match the display of the navigation to the current patient anatomy. Verified the registration to navigation, and accepted the accuracy to proceed. Marked the planned entry point determined with the navigated pointer with a pen on the patient's skin. Draped the patient and exchanged the navigation reference array to a sterile one. Created a burr hole (craniotomy) of ca. 3-4mm, by drilling through a guide tube placed inside the navigated varioguide aligned to the marked entry point and the planned trajectory. Took a biopsy sample following the planned trajectory and target with a navigated biopsy needle through the varioguide. When the sample pulled back did contain the expected pathological tissue but also blood, decided to re-attempt retrieval of further specimen with entering the needle 5mm less deep. Received 3 further cores containing expected pathological tissue, and with the last sample containing blood again, decided not to take further samples. Sent the samples to pathology, and diagnostic tissue was confirmed. Completed the surgery and closed the patient. A post-operative scan after the surgery revealed that the biopsy path applied had deviated from the intended/planned trajectory shifted by ca. 5mm medial and ca. 5mm superior, the actually applied target had been a few mm too shallow. According to the surgeon (treating clinician): the purpose of the surgery was to only receive diagnostic samples and not to remove the lesion and/or treat the disease. The final outcome of this biopsy surgery was successful as intended to receive the desired diagnostic samples, while not enough specimen for advanced testing could be received at this surgery. There was a bleeding from the biopsy site, for which only the patient's hospital stay was extended by 2 days, but as per the surgeon this was reversible with no permanent effects to the patient (patient has already recovered) and there were no medical or surgical actions/intervention needed for it to prevent or avoid a permanent damage. - there was no further harm or negative effect to the patient due to the deviating biopsies, and there was no prolong of the surgery/anesthesia. - there were further no remedial actions necessary, done or planned for this patient. Hospitalization was prolonged by 2 days due to the above.